Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. The reported off-label use was due to the mitraclip device being used on the tricuspid valve. It should be noted that the mitraclip system instructions for use, states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+). However, there is no indication that using the mitraclip on the tricuspid valve caused or contributed to the reported events. Based on the available information, the reported slda appears to be due to procedural conditions. The reported poor image resolution appears to be due to challenging patient anatomy. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B5: description of event.

Event description:
The event description should have stated: the mitraclip was implanted without issue, but detached from the septal leaflet and remained attached to the anterior leaflet (slda).

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat grade 4+ tricuspid regurgitation (tr). Imaging was challenging due to the anatomy. The triclip was implanted without issue, but detached from the septal leaflet and remained attached to the anterior leaflet (slda). Two additional clips were implanted to stabilize the slda clip, reducing tr to 1+. There were no adverse patient effects. No additional information was provided.